Manufacturer narrative:
The certas valve was returned for evaluation: failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; the needle guard was raised. Some needle holes in the needle chamber and a cut/scratch were also noted. The valve was hydrated per internal process. The valve passed the test for programming, occlusion, reflux, and siphon guard. The valve failed the test for leak and pressure. It leaked from the cut/scratch in the needle chamber. The valve was dismantled and examined under microscope at appropriate magnification: glue traces were present on the silicone base. The needle guard was bent. Some marks/scratches were noted in the silicone housing and around the casing. Complaint will be closed as 'could not duplicate reported incident'. The root cause for the issue reported by the customer ("suspicion of obstruction. Ventricular enlargement was observed") could not be confirmed during the investigation, since no occlusion was noted. The root cause for the pressure issues (overflow) and the silicone housing cut/torn and the needle guard raised noted during the investigation is due to user error. The fact that the silicone housing was cut/torn could be due to "sharp or pointed object coming into contact with the silicone housing". As noted in the IFU, at the section 'surgical procedure precautions': "silicone has a low cut and tear resistance; therefore, exercise care [...]. Cuts or abrasions from sharp instruments might rupture or tear the silicone components". The marks/scratches noted in the casing as well as the needle guard was raised could be due to a wrong handling (user error). As specified in the IFU: "do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway".

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2021-00264. A facility reported a certas valve was implanted via v-p shunt on an unknown date with an unknown setting. The valve was used with certas 828810. After the surgery, there was suspicion of obstruction and shunt imaging was performed on (B)(6) 2021. Ventricular enlargement was observed. Although contrast enhancement to the ventricular side was possible, contrast enhancement to the abdominal cavity side was poor. The valve (828805) was removed and replaced on (B)(6) 2021. And, 828810 was removed on (B)(6) 2021.